Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2015. Data through: (B)(6) 2015. Power consumption below normal operating range; 50 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 1.0 lpm. -1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015 -a decrease in power consumption has been logged starting (B)(6) 2015 outside of normal power consumption. IFU: implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: right heart failure and death. X3 added IFU info, edit to logfile analysis dates the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
(B)(6). A recovery of rv function could not be recognized in the repetitively performed echo controls, also under various filling pressures. The histological findings of a non-compaction cmp with myocarditis, led to the patient receiving a biventricular system. The members were informed of the critical state and the lack of treatment options, they agreed to surgery. Implantation of a "bientrikulären" failed for technical reasons. To optimize the lvad function the inflow cannula was repositioned and the outflow graft was reduced. After surgery, the patient required maximum dose of catecholamines to maintain rather marginal circulation ratios. A renewed implantation of rv assist device with oxygenator was not possible due to pronounced bleeding tendency. The patient developed a growing multi-organ failure (kidney, lung, and cerebrum). In an ultra sound study, of the abdomen, marginal perfusion of the entire intestine was detected. The pupil ruled not to light and were increasingly "eccentric pupils". On (B)(6) 2015, there was a deterioration with significant increase in catecholamines, which led to no improvement in the situation. Despite maximal intensive care measures, was no longer able to stabilize the circulation of the patient and he died on (B)(6) 2015 at 01:55 in multiple organ failure. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: right heart failure and death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from germany by medical staff that after implant a patient experienced inadequate flow rate due to right heart failure. Extracorporeal cardiac life support (ecls) was implanted as a temporary right ventricle support. On (B)(6) 2015 ecls was removed the patient status became worse. It was stated the patient died (B)(6) 2015, due to multiple organ failure. No additional information was provided.